Event description:
Per provider, the 4 way valve is contaminated with foreign substance. Per independent repair center statement, the poppet is contaminated with foreign substance and the unit is alarming or has a red light.